Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected a47 alarm. Blood glucose value was 154 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. Customer was not able to rewind pump. The device will be replaced and returned.

Manufacturer narrative:
No rewind anomaly noted. The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected displayable history crc check failed alarm noted during testing.